Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was receiving a motor error alarm on the insulin pump. Customer stated that she put in a bolus for lunch and halfway through the bolus delivery, the pump said motor error. The pump then alarmed battery out limit. Customer's blood glucose went up to 406 mg/dl. Customer treated with an insulin shot of 10 units of humalog. Customer stated that the alarm occurred during normal use. Customer stated that they are able to complete the rewind sequence. Customer had 3 motor error alarms today and 1 motor error alarm on (B)(6) 2015 in the alarm history. The customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan.